Event description:
It was reported that the patient experienced an infection. The patient got methicillin-resistant staphylococcus aureus (mrsa) from the implant. This occurred six years ago. The patient had a ¿huge hole¿ cut out of his stomach and a ¿football size hole¿ from his back and the pump was removed. The patient was in the hospital for three months and he had four surgeries. At the time of the report, the patient did not have a pump. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type catheter. (B)(4).